Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of the peritonitis was not reported. It was reported that the patient was hospitalized for peritonitis. Treatment and patient outcome were not reported. Pd therapy was discontinued while hospitalized and the patient was transferred to hemodialysis. No additional information is available.